Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly during our testing. However, found corroded keypad traces during visual inspection. No button error alarm during testing. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported that the insulin pump alarmed button error and is unable to clear it. Blood glucose value was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.